Manufacturer narrative:
Incident eight of eleven. The product involved in this event is not available for evaluation. A follow up report will be provided upon conclusion of the investigation. The product incident is documented in the o&m halyard, inc. Complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an o&m halyard, inc. Product is defective or has caused serious injury.

Event description:
The staff member reported a rash accompanied by itching and difficulty breathing. Medical treatment was sought. A substitute gown was issued to the staff member. Allergy testing has not been performed. Medication was prescribed; however, the specific medication name was not provided.